Manufacturer narrative:
Biodex was notified (B)(4) 2014 about the problem. We were told the patient was instructed how to use the treadmill and then was not supervised. With pressing the speed button continuously the mill sped up too fast and patient fell off. They did not use the emergency stop button, stop button on the display or the safety lanyard. All of which will disable unit. Biodex is waiting to analyze the unit. Response to 4h-3: biodex medical systems is waiting to hear from the customer so we can go in and evaluate the system, determine the cause and make repairs, if necessary.

Event description:
Patient fell off treadmill and dislocated her shoulder.